Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician noticed that the penumbra system aspiration pump max 110 (pump max) was not reaching full vacuum. The physician then saw that the ace68 was fractured between the hub and the body of the catheter. Therefore, the physician used tape to close the hole, and then successfully completed the procedure using the same ace68. It was reported that the physician felt resistance while using the ace68 because the patient¿s vessels were elongated and hard to navigate through. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.